Event description:
It was reported to manufacturer that the vns pt had a sudden increase in seizure frequency, above the pre-vns baseline, and a "burning sensation" at the generator site in the chest. The pt had x-rays taken to assess the continuity and placement of the vns device, which were sent to manufacturer for review. Review of the x-rays revealed that the lead connector pin appeared to be fully inserted inside the connector block, and no lead discontinuities were observed on the portion of the lead that could be assessed. Further follow up with the treating neurologist revealed that a system diagnostic test was preformed, which revealed high lead impedance, dcdc = 7, end of service status was set to no. The device was disabled following the observation of high lead impedance. There was no report of any pt manipulation or trauma to the device site. The last time the pt was seen by the neurologist was in (B)(6) 2009, where diagnostic testing revealed normal device function at that time. The pt will be referred to a surgery for a consultation, and revision surgery is likely to occur.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death.